Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator was connected to a known good patient circuit and the breaths per minute were measured. The breath rate was set to 6 breaths per minute, the measured breaths per minute was 17. Bench testing found the pressure module was leaking on the lower port. Carefusion replaced the pressure module to address the reported issue.

Event description:
It was reported to carefusion that the unit would continuously autocycle. There was no reports of any patient harm associated with this complaint.